Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the case, 30cc of air was infused into the balloon, then high pressure alarm went off, so trocar was re-inserted. After that, the balloon burst in use. No clamp was used for balloon. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).